Event description:
The facility's biomedical engineer reported an infusion pump with ab 812:02 failure code. The biomed reported to baxter customer service that the failure occurred during routine biomed testing . There was no pt injury or medical intervention as a result of the failure. The biomed also stated they have no record of any pt incident involving the pump since the last baxter service event.